Event description:
On (B)(6) 2026, a customer from netherlands reported to hologic that the tip of multiple swabs, included in the aptima multitest specimen collection kit (lot number: 932841) detached from the swabs shaft and remained inside the patients during rectal specimen collection. The customer stated that the patients removed the swab tip themselves. No further information on the patient¿s status was provided to hologic. Hologic has not learned of any adverse outcomes related to this event.

Manufacturer narrative:
A review of the part history file associated with the multitest swabs included in the aptima multitest swab kit (ln: 932841) confirmed that the swabs successfully passed inspection specifications. Hologic has not been informed of any adverse outcomes related to this issue. A supplier corrective action request (scar) has been issued to the supplier of the swabs (puritan medical products company, llc). H3 other text : other